Event description:
The medfusion 3500 syringe pump was attached to the upper half of an IV pole. The upper half of the IV pole was twisted by the rn without loosening the set screw. The IV pole slipped down, and the clamp on the syringe pump side dislodged from the clamp on the pole side causing the syringe pump to fall to the floor.====================== manufacturer response for syringe pump w/ pole clamp, medfusion======================manufacture rep came to view the issue with the pole clamp on the unit in our shop. We showed them how the pump could be lifted off the pole clamp just by lifting up on the pump and not touching the pole clamp. The manufacture replaced the clamp with a new one, and asked us to check our other pumps on inventory. We found 4 others with the same issue regarding the operation of the pole clamp. The manufacturer has replaced them all and is looking into the design weaknesses in its current pole clamp.